Event description:
Equipment malfunction. Scan triggered with tracker location, patient brought back in for scan to begin and error popped up and scan did not initiate delay too great (1:00) for run-off accuracy. Patient returning for scan tomorrow on (B)(6). Diagnosis or reason for use: carotid stenosis. Is the product compounded: no. Is the product over-the-counter: no.